Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the products is identified.

Event description:
This reported summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced detachment of device or device component and poor quality image. This information was received from one source. The malfunction involved a male patient (B)(6) years of age weighing (B)(6) kgs with no reported consequences.